Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, lumps, capsular contracture baker grade unknown, and malformation" and product concern. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "pain, lumps, capsular contracture baker grade unknown, and malformation". Additionally patient reported device exchange due to product concern. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs a device appears to be intact, yellow / red biological tissue is visible. Labeled as left side.